Manufacturer narrative:
Sensor 3mh00m7hr7r has been returned and investigated. The sensor plug was not properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating storage state) with an insertion failure (event log 2). Performed visual inspection of the sensor plug and broken/deformed side snaps were observed. Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. This causes poor connection between the rubber contacts and pcb contacts, which may cause the sensor plug to be unable to form a proper seal. An extended investigation was also conducted. Performed a visual inspection on the returned puck and found that one of the side locating snaps on the sensor plug appeared to be deformed, which prevented the plug from seating in the receptacle properly. The snaps serve to hold the sensor plug in the correct position in the sensor patch after assembly. This is to ensure electrical contact can be maintained between the sensor plug contacts and the pcba pad contacts of the sensor patch, as well as to maintain the seal between the connector and the pcba. The returned puck was unable to be started, returning an error message to the customer. Thus, the deformed snap prevented the customer from using the device as intended. This issue is confirmed. In addition, the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted. Additional information: d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product. Section h4 (device mfg date) was updated based on the returned product download.

Event description:
A "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and "clouded vision" and was unable to self-treat, requiring health care provider administration of "a sweet drink" for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and "clouded vision" and was unable to self-treat, requiring health care provider administration of "a sweet drink" for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.